Manufacturer narrative:
The device was returned to zoll medical canada. During disassembly of the device to determine root cause, the technician observed extensive water damage. It is unknown how the fluid ingress occurred. The device was unrepairable and labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and an arc was heard from the device. Complainant indicated that there was no patient involvement in the reported malfunction.